Event description:
Boston scientific crm received information that this implantable defibrillation lead exhibited noise on the right ventricular (rv) and shock channels, resulting in two to four seconds of pacing inhibition for this pacemaker dependant patient. The noise could not be recreated with isometrics. It was noted that the device was reprogrammed and the patient will continue to be monitored. To date, there have been no reported adverse patient effects related to this clinical observation.

Event description:
Additional information was provided that a revision procedure was performed, during which the patient's lead was surgically capped. Subclavian crush was suspected due to the location of the lead; however, could not be visually confirmed due to the access point of the leads in the vein. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
All available information indicates that this product remains in service. If additional information becomes available, the event will be updated.

Event description:
Additional information was provided that the rv impedance measurements have also declined.

Manufacturer narrative:
--